Event description:
It was reported, the ultrasonic surgical device broke during use. The issue occurred during an unspecified procedure. There were no reports of patient harm. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that the reportable malfunction of the tissue pad peeling was due to either during the output activation in seal & cut mode, where nothing was grasped in between the grasping section and the distal end of the probe. Also, due to friction between the grasping section and the distal end of the probe, abnormal heat as a result was generated. This might have caused the tissue pad to partially peel off. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic surgical device broke during use. The issue occurred during an unspecified procedure. There were no reports of patient harm. Another item was used to complete the case.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.